Event description:
It was reported that the patient presented to the hospital complaining of feeling ill. The ventricular lead impedance was noted as greater than 4,000 ohms. A lead fracture was suspected. During the procedure, the ventricular lead was detached from the device, however the physician was unable to insert the stylet through the lumen of the lead more than 4-5 centimeters. Without the use of the stylet, there was nothing else to retract the helix of the lead. The physician carefully pulled the lead, in which tissue was observed on the lead tip. After pulling the lead repeatedly, the helix began to slowly retract and was successfully removed. A perforation was later confirmed by echocardiogram. The ventricular lead was replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. The analyst noted that both conductors fractured in-vivo within 5cm of the anchoring sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. (B)(4).